Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4).

Event description:
The foot of the guide wire is broken. This issue was detected at the loan set department during inspection. There is no patient involvement reported.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: per the response from the affiliate captured in the complaint file, the guide wire 9" x 0.042" (part number 254417) was not involved in the case. No product investigation was performed. A follow up report will be submitted to capture this information. UDI: (B)(4) ¿ incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
Additional information received from affiliate on 01 october 2018: the guide wire 9" x 0.042" (part number 254417) was not involved in the case.